Manufacturer narrative:
Pump passed the operating currents measurement, self test, unexpected restart error test and displacement test. No unexpected low battery alarm, failed battery test or weak battery alarm anomaly noted. Pump had cracked reservoir tube lip, cracked belt clip slot, minor scratched display window, stained end cap sticker and stained address/serial number label. No damage noted at the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had low battery and failed battery test alarms. Customer got failed battery test alarm after inserting brand new battery. The blood glucose was unknown at the time of the incident. The insulin pump tests each new battery when inserted. A battery may fail test if it has potential to cause pump to lose power without warning. Customer stated the battery compartment is cracked. Customer placed the same battery and received a weak battery. Customer declined troubleshooting for the failed battery test alarm. Customer advised to replace the insulin pump and to revert to back up plan. The insulin pump will be returned for analysis.